Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia procedure, after the dissection balloon was used and the structural balloon trocar was used as the camera port, a piece of the balloon broke off and fell into the patient¿s cavity. The surgeon was not able to retrieve the balloon piece. The surgical time was extended for 30 minutes or more due to the product problem.